Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Event description:
It was reported that a patient underwent an open right inguinal hernia repair procedure on (B)(6) 2014 and mesh was implanted. The patient developed urinary retention on (B)(4) 2014. The patient was treated with an indwelling catheter and prescribed flomax. It was opined by the physician that the urinary retention was most likely a result of undiagnosed bph and the procedure and was not related to the mesh. The mesh remains implanted. The patient has a follow-up visit scheduled for (B)(6) 2014 and removal of the foley catheter is anticipated. No additional information was provided.